Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding the patient with an implantable neurostimulator (ins). It was reported that it was suspected that the patient¿s device was overdischarged due to the system not being used since last year. They stated that the therapy never helped relieve their pain, and therefore, since last year they had stopped using their spinal cord stimulator (scs). It was noted that the lead was in l3, which was not where it needed to be. It was reported that the patient needed an MRI and their external equipment was not likely able to connect to the implant to put it into MRI mode. Technical services gave the patient representative the national answering service¿s number to request a manufacturer representative¿s (rep¿s) assistance. Additional information as received from a rep on 2020-06-14, reporting that their device had been dead for around two years. They stated that the device was in overdischarge and the rep had finished one prm (physician recharge mode) with the patient and were in the middle of a second session. Technical services reviewed, that with their device being overdischarged for two or more years there was a chance that the ins would not return to normal recharging. The typical time investment to recover the overdischarge was reviewed to be roughly 3 to 5 hours. It was reviewed that if troubleshooting did not resole the issue then the patient should discuss next steps with their healthcare provider (hcp). The event began in 2018. Additional information was received from a healthcare provider (hcp) on 2020-06-15, again reporting that the patient¿s ins was depleted and no longer operable for several years. It was reviewed that their device was likely overdischarged and MRI guidelines were reviewed. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the physician attempted 4 resets over 4 hours and the device never came back to life. It had been dead for over 2 years. The patient reported they did not want their stimulator replaced. No further information was reported.